Event description:
It was reported that t1 and t2 deployed together. All ts were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that t1 and t2 deployed together. All ts were removed from the patient.¿ t1 and t2 were returned separated from the device. They had been cinched together. T1 was bowed as when pulled back through tissue post deployment. The suture was tied and knotted around the body of t2 anchor. The delivery needle was visibly bent toward the right and upward. The device no longer cycles or advances due to the needle manipulation. No root cause related to the manufacture of the device was confirmed.